Manufacturer narrative:
Concomitant medical products: erbe - electrosurgical generator - unknown model. Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. During the evaluation of the returned device the handle was manipulated and the snare head would advance and retract without any difficulty. The device was visually inspected and two kinks were observed in the drive wire. The first kink was at 190.5 cm and the second kink at 222.7 cm from the base of the handle. The kinks in the drive wire could have possibly contributed as to why the user felt the device sticking when opening/closing the snare. The snare was then placed down an olympus 2.8 mm channel endoscope. The endoscope was then placed in a curved position. The handle of the snare was manipulated and the snare head would advance and retract with no resistance observed. An additional functional test was performed by using an active cord from our lab stock. The active cord connected easily and remained securely connected. The continuity from the electrical pin to the snare head was tested with an ohm meter and passed. The device was connected to a valley lab generator and power was applied. The snare cut the simulated tissue as expected. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use contains the following information to assist with proper set-up and use of the device: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." "Fully retract and extend snare to confirm smooth operation of device." Prior to distribution, all acusnare polypectomy snares soft are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure the physician used a cook acusnare polypectomy snare soft. The snare was sticking on opening and closing.